Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing, that the wires at the tip of the prograsp forceps instrument were breaking off. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.